Manufacturer narrative:
Device evaluation: the pump was returned with the driveline cut at the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. The pump appeared to have been exposed to a fixative. Examination of the pump blood-contacting surfaces found small, ring-shaped depositions adhered to the inlet bearing cup and ball. The depositions were dark with a hard, brittle texture and several pieces of the deposition appeared to have broken off prior to return of the product. Due to the application of fixative and the time between explant and product return, the evaluation could not conclusively determine a correlation between the depositions and the reported event. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. The patient¿s postoperative course was remarkable for pump thrombosis. The symptoms were initially managed medically, and the patient was placed on the transplant list. However, the patient¿s creatinine and lactate dehydrogenase levels were elevated. A decision was made to bring the patient to the operating room where the patient received a pump exchange on (B)(6) 2016. No additional information was provided.